Event description:
It was reported that during a device check, inappropriate therapy due to t wave oversensing was observed. The device was reprogrammed. During the next two device checks, inappropriate mode switch due to oversensing p waves was observed. Programming changes were not made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.